Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hypoglycemia. The patient went to the emergency room and was treated with glucose and "plasil drip feed". The blood glucose results obtained at the hospital were not provided. The patient was not admitted into the hospital, and was discharged from the ER later that evening. The infusion device was requested to be returned for product evaluation.